Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involved primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. The reporter stated that line flushing with n/s, noticed leaking on bluey around filter, approx. 5cm in diameter. Infusion stopped, line discarded. Fluid leaked 5cm diameter noted on bluey. There was no reported patient harm involvement.